Event description:
It was reported that this pacemaker system exhibited loss of capture (loc) when the patient was placed in a prone position. A revision procedure was performed and this device was explanted and replaced. During this procedure, a non boston scientific lead was capped, surgically abandoned and replaced. No additional adverse patient effects were reported.